Event description:
Procedure type: colon resection. According to the rptr: sub-circular post-operative infection. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).